Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, but the malfunction recurred. Consequently, technical support decided to replace the pump. Although the pump was out of warranty, the caller was not interested in obtaining an out-of-warranty loaner pump and chose to use multiple daily injections (mdi) to ensure insulin delivery was not interrupted.